Manufacturer narrative:
Ibx received customer complaint from maverick health on (B)(6) 2021 as follows. The customer tested positive with the covid-19 saliva test on (B)(6) 2021 the patient was fully vaccinated with (B)(6) vaccine. The device used for saliva test was infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit. The taqpath kit has four components: 1) taqpath covid-19 control-dilution buffer. 2) taqpath covid-19 control-positive control. 3) taqpath covid-19 control-pcr assay multiplex. 4) taqpath covid-19 control-multiplex master mix. Ibx initiated internal investigation event resolution (ER)# (B)(4) as per our sop (B)(4) event resolution. An associated complaint number is (B)(4). Below is summary of our internal investigation: ibx thoroughly investigated all instruments (activity log, calibration, maintenance log etc.) Reagents (partial information regarding lot# and expiration provided above), methods and electronic records (for any possible mix-up) used in processing subject sample. Ibx didn't find any abnormality. Investigation into this sample included the following: 1. Rerun sample: not detected on retest. 2. Review of raw data on the run: no indication on the batch or in the sample itself. All controls confirmed. 3. Review of heat map on extraction plate: no indication that this is the result of cross contamination. This test result is due to a false positive, but not an indicator that the test is not working as expected. The thermo taqpath kit has a false positive rate of less than 5% as per their FDA submission. Ibx's weekly qc testing of randomly selected samples shows an average of 99% concordance, which is well within the FDA guidelines.

Event description:
Customer claimed a false positive result. The customer was tested positive with the covid-19 saliva test with infinity biologix taqpath sars-cov-2 assay using thermofisher - applied biosystems taqpath covid-19 combo kit on 9-mar-2021. Ibx is informed that customer is fully vaccinated and received (B)(6) vaccine on (B)(6) 2020 and (B)(6) 2021.